Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced intermittent charging failure and a flashing indicator on the charging pad; the pump would only charge when positioned in a specific way, and subsequent attempts with multiple third-party pads did not resolve charging, followed by recurring restart 71 alerts on the pump. Symptoms included no reported adverse clinical effects. Outcomes included device replacement, after which the replacement pump charged normally on both the original and new charging pads. Investigation included call center troubleshooting, provision of a new charging pad, and field evaluation through use of a replacement ilet. Investigation of this device did not revealed a device malfunction related to charging and repeated restart alarms on the original pump, with the charging pad component initially suspected but the pump ultimately identified as defective when the replacement functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was not a malfunction of the original pump consistent with an electrical or hardware fault leading to charging difficulty and restart behavior.